Manufacturer narrative:
Received the patient's baseline and post intervention nih stroke scale. Baseline nhiss was 19. 24 hours post intervention, the nihss was 32. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience.(B)(4).

Event description:
Information received from the (B)(6) clinical trial, (B)(6). Medtronic (covidien) received information regarding a product and adverse event. Post mechanical thrombectomy, the patient was reported to have worsening mental state and CT (computed tomography) revealed a large right mca (middle cerebral artery) stroke with midline shift without evidence of hemorrhage. The patient expired on (B)(6) 2015. Prior to the event, the patient presented to the hospital a day before the stroke for shortness of breath. The patient was on eliquis and was not a candidate for IV-tpa. Two passes were made with the solitaire with no substantial change and ia integrilin was infused in the catheter. An apex balloon was navigated across the occlusive segment of the mca and was inflated to 5 atm and follow-up angiography revealed tici 1 reperfusion. Next, an integrity 2.25 x 8mm stent was navigated across the occlusive segment. This was successfully deployed at 5 atm and follow-up angiography revealed tici 2a reperfusion with complete reperfusion of the superior division but a total occlusion of the inferior division of the mca. The procedure was aborted given the difficulties in opening the vessel. Follow-up CT performed did not reveal evidence of hemorrhage and patient was successfully extubated and transferred to ICU in stable condition. The patient expired within 48 hours of being transferred to the ICU. The cause of death was reported to be study disease related.

Manufacturer narrative:
Additional information: the patient was reported to have also received ia tpa and glycoprotein iib/iiia during the initial treatment procedure. (B)(4).